Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Wheelock fell off from cld (cylical lever drive) wheel and the system blocks now.